Manufacturer narrative:
This device is not marketed in us, therefore 510k is not applicable. Model kw-1818cs is available in the USA with a 510k number k010740. Evaluation summary: it was caused due to a physical impact on the device. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. When the operation was checked by sterilization before use, the cup did not open. It could not be used in the inspection.